Manufacturer narrative:
(B)(4).

Event description:
It was reported that low sensing and high capture threshold were observed. Fluoroscopy revealed lead dislodgement. The lead was repositioned. The patient was doing well post-procedure.